Manufacturer narrative:
Concomitant medical products: product ID: vamc4036c150tu, serial/lot #: (B)(4), ubd: 10-aug-2018, UDI#: (B)(4). Product ID: vamc4646c150tu, serial/lot #: (B)(4), ubd: 05-apr-2018, UDI#: (B)(4). Product ID: vamc4040c150tu, serial/lot #: (B)(4), ubd: 29-aug-2019, UDI#: (B)(4). Product ID: vamc4242c150tu, serial/lot #: (B)(4), ubd: 24-jul-2019, UDI#: (B)(4). Product ID: vamf4040c200tu, serial/lot #: (B)(4), ubd: 15-may-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia stent grafts were implanted in a patient for the endovascular treatment of an 83mm in diameter thoracoabdominal aortic aneurysm (taaa). A further 3 valiant captivia stent grafts were implanted seven months later. It was reported the patient presented emergently approximately 3.5 years post index procedure with chest and back pain. A CT performed showed a possible iiib endoleak in the proximal component and the distal stent graft had minimal overlap with partial separation. It is unknown which devices were implanted proximally and distally. It was thought the iiib endoleak appeared to be at the junction of a non mdt (gore) stent graft and an unknown valiant captivia stent graft. The distal separation endoleak was between 2 valiant captivia stent grafts (exact devices unknown). Intervention was performed on the same date, a vnmc4646c175tu was implanted in the distal segment of the graft to cover the separation. A vnmf4646c182tu stent graft was implanted to cover proximal overlap and possible graft hole. This resolved the endoleaks. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were provided and the patient is fine.